Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A ventricular lead warning occurred on (B)(6) 2013. The auto lead diagnostics data shows a steady low ventricular lead impedance with an average of 170 ohms.

Event description:
It was reported that a lead alert triggered for a polarity switch from bipolar to unipolar on the right ventricular (rv) lead due to low impedance. There was no sensing in bipolar when a test was run. The lead is now in unipolar and functioning well. The patient also has a history of pocket stimulation at high outputs. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (6)(4) 2010; 4524-53 implantable pacing lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.